Manufacturer narrative:
After battery installation, the device powered up with a blank display with the notification light flashing. After further review of the device's interior, did not note any signs of previous moisture damage or corrosion on any of the boards or assemblies within the device. After swapping the boards to another case, and then swapping a known good electrical board 2 onto electrical board 1, the problem persisted. The problem seems to be isolated to electrical board 1. Unable to perform displacement, sleep current measurement, and active current measurement tests due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not turning on anymore. The customer¿s blood glucose level was unknown. The device will be returned for analysis.